Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, during the procedure the technician experienced errors with the console during the procedure after a few samples were obtained. The system could not be used again and the patient had to be rescheduled for a new procedure. A field engineer examined the equipment and determined that the csl board from the console was the issue. The csl board code was reuploaded and verified connections and the system met the manufacturer´s specifications. No other information available.